Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08341. It was reported the patient experienced a jolting sensation in his left lower back. Reportedly, the left lower back pns lead was partially exposed with 3 contacts eroding out of the skin. There was no visible drainage noted. As a result, surgical intervention was undertaken on 05/22/2015 at which time the entire system was explanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.